Manufacturer narrative:
An event regarding dislocation involving a ceramic head & trident liner was reported. Stem malposition was confirmed as a result of a medical review. Device evaluation and results: not performed as device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: total hip components require positioning for optimal rom. The stem should have an anteversion around 15°, depending upon surgical approach and stem design. For this patient, the amount of anteversion mismatch remains unknown due to absence of x-rays although the medical records are clear enough about the problem. Procedure-related factors: cup malposition in excessive anteversion. Stem in eccentrical position. Patient-related factors dislocations in anterior direction while standing or twisting. Device-related factors: none. Diagnosis: cup malposition (principle problem), and a stem in eccentric position, has caused recurrent dislocation requiring revision of the cup to a more anatomical position with an adm/mdm insert construct for enhanced protection against further dislocations device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. A review of the provided medical records by a clinical consultant concluded: cup malposition (principle problem), and a stem in eccentric position, has caused recurrent dislocation requiring revision of the cup to a more anatomical position with an adm/mdm insert construct for enhanced protection against further dislocations. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Not available.

Event description:
It was reported that patient's left hip was revised due to instability caused by dislocation. Update (B)(6) 2018: medical review has stated the stem has some issues with ¿eccentrical¿ placement in the femoral canal. Accolade stem has been added to the product grid.